Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the first day of ilet pump therapy with g6 cgm experienced hyperglycemia after a large meal, with cgm and confirmatory blood glucose readings reported as high, including a fingerstick of 420 mg/dl; the insulin pathway was checked with no issues found, the user was advised regarding pump learning, to remain connected, and to continue monitoring, and later follow-up confirmed blood glucose stabilized to 84 mg/dl and steady. Symptoms included hyperglycemia. Outcomes included resolution of hyperglycemia without hospitalization. Investigation included troubleshooting, education on pump learning and meal announcements, and verification of infusion set function and insulin delivery pathway. Investigation of this case revealed no device malfunction or infusion set failure and that the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.